Event description:
It was reported that the insulin pump had an error alarm during normal use. No further information reported. Customer's blood glucose reading at the time of the call was 216 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No error alarms after battery change were noted. The pump passed the error test. However, the pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip.